Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was treated on the face and hives on jawline immediately appeared after treatment. Patient did not apply any heat or ice post procedure. Reportedly patient was given telfast 1/1 od x3 days + hydrocortisone 1% 2 times a day to address redness for 3-5 days. In the physician's opinion they are not sure if the hives will heal without permeant scarring, they would like to review after 4 weeks. As of now the hives are resolving.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip was evaluated and passed all functional testing. No defects were found. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information no casual factors could be determined and the root cause of the event cannot be conclusively identified.